Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified lot number 2084216, white encapsulation and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient presented with a ruptured left implant, confirmed via ultrasound". Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing on posterior (0-25%) and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Sharp pattern on posterior of broken device assessed as a surgical impact opening, for the non-penetrating nicks in the shell. Missing shell assessed as inconclusive.

Event description:
Physician reports "patient presented with a ruptured left implant, confirmed via ultrasound". Device has been explanted..